Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 6000 c (501) module - c501. The erroneous initial results were reported outside of the laboratory and the repeat results were believed to be correct. The sample initially resulted with a sodium value of 157 mmol/l and repeated as 142 mmol/l. The initial potassium value was 5.7 mmol/l, repeating as 3.1 mmol/l. The initial chloride value was 106 mmol/l, repeating as 95 mmol/l. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He checked a nozzle, probe, and tubing. He ran ise checks 20 times. He ran successful precision studies.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.